Event description:
It was reported that a patient underwent a gynecological procedure on (B) (6) 2009. During the procedure, the device worked as expected for the first few minutes on a 646 gram fibroid. Then the device appeared to lose power and the blade failed to extend past the trocar and failed to rotate. The power became intermittent with the device was making a grinding type noise and "juddering". After a short time the device failed to function at all. The whole fibroid was removed, but the uterus was only partly morcellated before the device failed. There was no adverse patient consequences.

Manufacturer narrative:
(B) (4). (B) (4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2009-01236. The same patient is represented in each medwatch.